Event description:
Facility reports, resident was being transferred on a sara nova. The resident released the handle and slid hand down onto the parachute clip. The clip opened and lacerated her left hand.